Manufacturer narrative:
On (B)(6) 2016: tandem technical support reviewed previous pump log data and identified that the customer was suspending insulin delivery and setting the temp rates. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a resume pump alarm with no previous alarms. Additionally, the customer reported the pump was unlocking and declaring an incomplete temp rate. The customer's blood glucose (bg) levels were 200s mg/dl and as high as 400 mg/dl with moderate ketones. The customer delivered a bolus and would revert back to manual injections to address bg level. During follow up with tandem technical support the customer reported bg of 115 mg/dl.